Event description:
Additional information reported that the health care professional (hcp) replaced the pump and catheter. It was noted that the reason for pump removal was that it was aging. The hcp had had concerns regarding the catheter. The patient was hospitalized and his outcome was noted as 'no injury.' The drugs in the pump were morphine and clonidine.

Event description:
It was reported that a volume discrepancy occurred on a pump. The estimated volume remaining was 2.4ml but found 10ml were left. The volume discrepancy has occurred over the "last few" refills. It was anticipated that "4-6 ml" more are being drawn off at refill. A catheter dye study was attempted but the physician was unable to draw back fluid out of the catheter access port. It was later reported that the catheter was replaced on (B)(6).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unknown. (B)(4).